Event description:
Caller states the pt tested >8.0 inr on the coaguchek test system and 5.34 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at medical facility. Requested return of suspect test system and a replacement was sent. Coaguchek test system: meter test strip lot 450a-h1, exp 5/31/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.